Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer also reported that the insulin pump alarmed no delivery during the prime, bolus and basal processes. The customer's blood glucose was over 530 mg/dl on the sunday prior to the call, which was treated with 20 units of insulin via manual injection. His most recent blood glucose was 398 mg/dl. The customer stated that he had experienced no delivery alarms for a few months but had occurred more frequently in the last two weeks. The customer reported that the alarm was resolved by a complete set change and declined to return the infusion set and reservoir for analysis. He was advised to do a complete set change as soon as possible. He was unable to troubleshoot due to lack of supplies on hand. He was able to exit the rewind loop and declined troubleshooting assistance for high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.